Event description:
This device is at eri indication due to high thresholds on the competitive epicardial ra lead. The physician also replaced the atrial lead at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
The pacemaker was implanted for 24 months. It was explanted on (B)(6) 2013 and received for analysis on july 2014. Upon receipt, the pacemaker was visually inspected revealing a burn mark on the pacemaker housing. At a next step the pacemaker was subjected to an electrical incoming inspection. The evaluation of the memory content revealed that the device switched to the "eri" status on (B)(6) 2012. During the inspection, the pacemaker could not be interrogated and no anti-bradycardia therapy was present. Therefore the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be fully depleted but not defective. The amount of charge taken from the battery was verified. After an implantation duration of 24 months and taking into account the high programmed output in the rv channel (6v@1ms), the battery condition "eri" on (B)(6) 2012 was anticipated. Furthermore, the current battery depletion is expected after more than 3 years since the "eri" status declaration. At a next step the electronic module was attached to an external power supply. An interrogation of the device was properly feasible and the anti-bradycardia therapy functions proved to be within specification. There was no indication of a device malfunction. In summary, the battery of the pacemaker was found to be fully depleted but not defective. The battery condition was anticipated. The electronic module was attached to an external power supply and the device proved to be within specification. In particular the current consumption was normal. The analysis of the pacemaker revealed no indications of a material or manufacturing problem.